Event description:
My daughter has a brand new dexcom 6 diabetes: monitor, it just quit, failed on her at the mall and she almost fainted, you recalled the previous models, you should recall this piece of junk too. And you should sue them and force them to give back all the money she paid for this worthless crap. And (B)(6) clinic is pushing these worthless devices on their patients and likely getting a nice kickback. Defective diabetes monitor. FDA safety report # (B)(4).